Event description:
On 22-apr-2026, a sales representative reported via email that an ar-1588sbr-rtt-ib tightrope, soft button, fibertag, ib failed to hold tension. The implant had to be cut out once it showed signs of failure, and the case was completed successfully. This event was discovered during a quad auto acl procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 27-apr-2026: the issue occurred when passing the graft during the procedure. No portion of the instrument or implant broke, and all components were accounted for. To complete the case, an ar-1588rtt2 fibertag tightrope ii was used. The surgery was delayed by approximately 20 minutes. No additional anesthesia was administered to the patient. No adverse patient effects were reported during or following the procedure related to this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.